Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The implant and unknown healing collar were not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth # 31 and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. It was reported that the healing collar loosened and resulted in damage to the implant's drive feature. The implant is still implanted in the patient's mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient that with svwb10 implant at tooth location #31 came in with a currently unknown healing collar that patient reported had been loose for a while, but had not reported that to the doctor previously. Clinician stated that patient had been chewing with the healing collar no longer in proper position, and believes the threads inside the implant have been damaged. When the doctor tried to re-seat healing collar it would no longer engage the threads of the implant. Clinician states that he tried mhlas and wide emergence healing collar with 4mm cuff height- still unknown, possibly hc464 or hc454 and neither would engage the threads.